Manufacturer narrative:
In the event that additional information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a taxol leak was observed where the inferior part of the trocar is located. There was no patient harm reported. No additional information was reported.